Event description:
It was reported through a service report that the fowler was drifting. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: fowler brake/clutch.